Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Star sliding core bearing was replaced after being implanted for 7 years. Review of mfg records showed o anomalies.